Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports the PICC was leaking just below the molded strain relief on the primary extension tubing. The customer further reports the PICC was inserted (B)(6) 2012 and was not difficult to handle during insertion. The customer reports the PICC was not difficult to secure and was secured with steri strip and tegaderm. Upon placement, an x-ray was taken to verify placement. Alcohol and povidone iodine were used to clean the area. The PICC was removed (B)(6) 2012 and replaced with piv. The status of the patient is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.